Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a grommet issue. There was foreign material on the set screw. The set screw had a rounded socket. The set screw was found in the connector bore.

Event description:
It was reported that prior to implantation, the right ventricular (rv) lead was unable to be inserted fully into the implantable pulse generator (ipg) header. The lead pin would not insert past the grommet despite multiple attempts. The ipg was never implanted and a new device was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.